Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Customer reloaded the cartridge and received a minimum fill notification while the cartridge was filled with 90 units. Blood glucose was 130 mg/dl. Reportedly, a new cartridge was loaded to address the issues.